Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, "improper selection, placement, positioning, and fixation of the device can lead to failure of the device or the procedure."

Event description:
It was reported the patient underwent a shoulder labrum repair on (B)(6) 2016. During the procedure, the anchor was not seated properly on the tip of the inserter and therefore would not deploy. The surgeon attempted to reposition the anchor on the inserter; however, it would not stay and could not be used properly. A second anchor was used to complete the procedure without delay.